Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum instrument was received for evaluation. The magnum instrument was visually inspected upon receipt and was found to be in good overall condition. Further, found that the sleds and cocking slides were worn and discolored. The device was functionally tested and failed the tests as gun primed and fired with lots of resistance and the cannula/stylet sled force test results were out of tolerance. Further, identified that the cover would get a slight bend when gun was primed, small open gap. No other anomalies were identified. Therefore, the investigation is determined to be unconfirmed for the reported device will fire but will not take samples and the investigation is determined to be confirmed for the identified gun primed with lots of resistance. The root cause for the reported device will fire but will not take samples cannot be determined as the problem could not be reproduced. The root cause for the identified gun primed with lots of resistance was determined to be the worn sleds and cocking slide identified. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a biopsy procedure, the device allegedly fired but didn't take samples. There was no reported patient injury.